Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had keypad anomaly and pump error alarm. The customer's blood glucose value was unknown. Customer reported that sometimes the buttons on his insulin pump did not work properly, sometimes center button and sometimes the arrow buttons. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that all buttons were unresponsive sometimes. Customer stated pressing menu button took them to the menu screen. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. Customer stated the issues frequency was one a week. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated that only low battery alarm, unrelated to the buttons occurred. Customer stated bolus menu was available and they were not seeing 0.0 when attempting to program a basal. Customer stated the button was not unresponsive during an easy bolus attempt. Customer stated the buttons were responding now. Customer stated that insulin pump had pump error alarm while running a self test during troubleshooting for stuck button. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated that all the settings have been reset on their insulin pump. Customer stated that during displacement test insulin pump alarmed. Customer was assisted with rewinding the insulin pump. Customer stated that insulin pump error did not occur during rewind. Customer stated that insulin pump error did not occur during loading reservoir and fill tubing process. Customer was assisted with self test which failed. The device will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the device history due to broken trace. All buttons functioning properly no damage on the keypad assembly.